Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had high temperature and vibration. An assessment was performed on the lock mechanism assembly and it was found that the bearings were worn out. The assignable root cause was determined to be due to degradation of the locking mechanism from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the minima. Cess driver device had high temperature and vibration. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.